Manufacturer narrative:
Submit date: 11/13/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a peg adaptor. The customer reports that there was a security breach at the secondary site, which opened during feeding. When the formula and stomach juices flew from the secondary peg, they migrated to the patients buttocks and lower back, causing 2nd degree burns. The burns showed blisters and were bright red, weeping wounds and the patient suffered severe pain. It took more than an hour and a half before the nurse noticed this issue. The patient was seen by a dermatologist and a plastic surgeon. The plastic surgeon prescribed the antibiotic ointment flamazine for the duration of her prolonged stay (15 days). When the patient left the hospital, her wounds were healing.

Manufacturer narrative:
A review of the device history record (DHR) could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. Because a sample was not provided by the customer, the sample evaluation could not be conducted and the issue reported by the customer could not be confirmed. After performing a process walkthrough and based on the assembly instructions per applicable procedure, the most likely root cause is attributed to raw materials received from the supplier and subsequent mishandling of the materials during the assembly and packaging process. Because the reported condition could be considered inherent to the process, this condition will be considered an isolated issue. The process is running according to product specifications meeting quality acceptance criteria. As corrective actions, the production personnel were notified about the condition as well. This complaint will be monitored for trending purposes. A quality alert was posted on the production line to heighten awareness of the reported issue by all personnel involved in the process. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.